Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that one opened box with eighteen packets that pertained to product code ep8706h was received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02334, 2210968-2023-02335, 2210968-2023-02336,2210968-2023-02337, 2210968-2023-02338, and 2210968-2023-02339.

Event description:
It was reported that a patient underwent a CABG procedure in 2023 and suture was used. During the procedure, the nurse highlighted that the suture broke during suturing for CABG. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information received from sales rep via email on (B)(6). 1. Could you please confirm it the lot number was the same for the 3 procedures related? Please confirm in case there was not the same please provide lot numbers involved. Ans: this is in reference to (B)(4) (initial), (B)(4) & (B)(4). All are of the same batch. 2. In additional information mention "there were 6 pieces of sutures involved" could you please clarify if this 6 pieces are just for one procedure or is the total of pieces defective for 3 procedures involved?. Please clarify. Ans: according to the nurse, there is total of 3 procedures. All the same CABG for three different patients. 3. What was the issue for each procedure (breakage suture or pull off suture needle)? Please confirm. Ans: according to the nurse, it is a mixture of pull off suture needle and breakage suture. 4. Did the prolonged surgery occurred in the 3 procedures involved or just in one of them? Please clarify. Ans: according to the nurse, the timing of the procedure differ from cases. For those that the suture breakage, as the part of the suture was torn, they were wasting time to find the ¿breakage¿ sutures in the open heart. In simple word, it meant part of the suture was broken off, so they wasted time to find the remaining of the sutures. For that same case, they need to reopen the suture that they had made earlier and redo the suturing again as the suture that breakage not able to tie as what they want. Imagine you are nearly ending all the suturing for the anastomosis of the arteries etc. And suddenly, this happened, and you need to re-open again the suture earlier. And redo the suturing again, normally this ep size are the prolene 6/0. 5. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Ans: the nurse mentioned post-operative care, need to consult the surgeon to find out more. 6. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans: the nurse mentioned they were not aware, need to consult the surgeon to find out more. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-02334, 2210968-2023-02335, 2210968-2023-02336,2210968-2023-02337, 2210968-2023-02338, 2210968-2023-02339.